Event description:
It was reported that the customer was hospitalized due to possible food poisoning. The customer did not know the blood glucose reading, but he stated that he did not experienced any high or low blood glucose adverse event. He stated that he wore the insulin pump the entire time in which he was in the emergency room. He advised that the device did function as designed, keeping his blood glucose levels stable. He was treated for the flu upon admission. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.